Event description:
The customer contact reported sparks, melting and charring. The device was returned to the biomedical engineering department with an unsigned note that stated, "does not recognize the cassette." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, when the ac power cord was plugged into the ac receptacle, "sparks" were noted inside of the plastic plug on the male end of the ac power cord. The device was unplugged from the ac receptacle. Upon further inspection, melting was noted at the strain relief on the female end of the ac power cord and the fuses were blown in the device. There was no report of adverse event to the biomedical engineer. No medical interventions were required. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).